Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples, but one (1) photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for missing label with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® urinalysis concial urine tube no additive there was no label or missing label information. This event occurred 3 times. The following information was provided by the initial reporter: translated to english. The customer stated: "the urine tubes arrived without identification labels."